Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler stopped and did not advance the system. A new device was opened to complete the case. There was no injury.

Manufacturer narrative:
The rd was malfunction reportable. The rd should have been malfunction - not reportable. If information is provided in the future, a supplemental report will be issued.